Event description:
It was reported that the patient underwent an unspecified spinal procedure. It was reported that the "surgeon ran into a problem with the driver during a case, and the screwdriver tip broke off as he was inserting the pedicle screw." No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.